Event description:
It was reported that had an errors and exposure cutting off, causing the patient to be re-exposed. It was determined that the x-ray switches needed to be replaced recalibrated and a filament calibration done. Once this was done, the unit is working as intended.